Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has cracks on the rubber on the underside. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The reported issue was not duplicated however, the downstream occlusion seal (dso) was exchanged. The service history review had no indication that the complaint was related to a service of the device within the review period.